Event description:
It was observed that during the device inspection, the videoscope color tone of the image was not proper due to damage on video plug and charged coupled device unit in endoscope connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. It was determined that the suggested event occurred due to the image sensor unit cable having shorted out. The instruction manual identifies the following related verbiage which could have detected the phenomenon: the instruction manual operation manual: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.